Event description:
The consumer was washing their patio in their bare feet. When consumer pushed on the wet footboard to reposition, their foot allegedly slipped off and consumer cut the back of their leg when consumer "jerked" their leg back. This allegedly resulted in 5 stitches to the back of their leg.